Event description:
The customer indicates that¿when he opened the package the tip of the catheter was fractured¿ no patient complications.

Manufacturer narrative:
We received (1) embolectomy catheter model 120804f for examination. A middle section of the catheter body at the tip was broken underneath the balloon. The catheter body was broken at the two inflation holes. The inflation holes had oval shape or appeared collapsed. The break sites matched and there was no missing section. The balloon could not inflate due to leakages from a tear on balloon latex and a crack on catheter body. The tear was located at central area of the balloon. The crack ran along the trimming line where excessive catheter body material was trimmed during manufacture process. Center of the crack was about 3cm proximal from the tip. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.